Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's family member that the patient had died approximately two months after the implant of a leadless implantable pulse generator (ipg), and they had a sepsis infection at the time of death. The cause of sepsis was requested, but it was not available. The patient is a participant in the post approval clinical surveillance product surveillance registry.